Event description:
Physician was attempting removal of a percutaneous gastrostomy tube and the distal end of the catheter broke off in the stomach and necessitated an endoscopic procedure in order to remove retained fragment of catheter.